Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient who was in cardiac arrest, the device inappropriately shut down. The medic tried various batteries and the device still inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.